Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 8.0-8.8cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded and inner coil exposed at this location, consistent with the field observation of noise.

Event description:
It was reported that the lead was explanted and replaced due to noise. The patient's condition is stable.